Event description:
A hosp ICU reported an incident of hypoglycemia related to insulin treatment given in response to blood glucose results generated by an I-stat-1 meter and precision pcx test strips. The pt underwent a laparotomy on 2007 and was sent to the ICU post-operatively. Insulin treatment was given to the pt in response to blood glucose results generated by the I-stat-1 meter and precision pcx test strips. Following the treatment, the pt became hypoglycemic and developed neurological complications. The pt subsequently expired 6 days later. Review of the clinical course of events revealed that on the evening of laparotomy, the pt had a blood glucose result of 24.2 mmol/l from the I-stat meter. The pt was then given 8 units of long acting insulin. Approx 1 hr and 45 minutes later, a blood glucose reading of 14.3 mmol/l was obtained on that pt with the same meter. At 3:50 am, a blood glucose result of 13.6 mmol/l was obtained, and over the course of the night, the pt was given add'l fast acting insulin. At 7:00 am, a blood glucose level of 0.6 mmol/l was obtained for that pt from the laboratory. One hour later, the I-stat generated a blood glucose result of 5.8 mmol/l at 9:00 am, the laboratory obtained a blood glucose result of 2.4 mmol/l and the I-stat meter generated a result of 14.1 mmol/l.

Manufacturer narrative:
Investigation confirmed that the ICU had not run any qc controls during the night of the incident. It was also noted that the I-stat appeared to be calibrated to the wrong lot of strips. Another comparison test was performed on a hitachi instrument and a blood glucose result of 8.6 mmol/l was generated. The I-stat generated a blood glucose result of 18.3 mmol/l and an alternate method (ise) generated a 13.3 mmol/l result. An abbott diabetes care rep will be visiting the hosp and doing further investigation as to the cause of the issue. Additionally, test strips with lot number 178015 were returned to abbott diabetes care. Control solution testing was performed, and all results were within range. Test strips performed within specification and no errors or new issues were observed during testing.